Event description:
Olympus was informed that during a transurethral resection of a bladder tumor (turbt) procedure, the loop broke off and fell into the patient. The device fragments were successfully retrieved from the patient. There was no patient injury reported. No additional information has been provided. Olympus followed up with the user facility to obtain additional information via telephone and in writing regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented accordingly.